Manufacturer narrative:
The account stated that the brake casters where replaced to correct the issue.

Event description:
The account alleged that the brake caster will lock on the stretcher, but will swivel. No report of injury.